Event description:
During a remote follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise resulted in pacing inhibition. Diagnostic imaging was performed and no anomalies were observed. The patient was stable.

Event description:
Additional information received indicated provocative testing was performed and did not reproduce noise. No additional intervention was performed.